Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of post ablation tubal sterilisation syndrome ('post essure ablation syndrome') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "uterine ablation and essure done at the same procedure". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced post ablation tubal sterilisation syndrome (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (leaving cervix and ovaries)). Essure was removed. At the time of the report, the post ablation tubal sterilisation syndrome outcome was unknown. The reporter considered post ablation tubal sterilisation syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: post essure ablation syndrome. Concerning the injuries reported in this case, the following one/ones were reported via social media. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.